Manufacturer narrative:
Records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported infection or polyethylene wear; however, infection after "several years" is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address suspected infection. Poly wear of the insert and loosening of the femoral component was noted intraoperatively.